Manufacturer narrative:
Initial reporter name and address:initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient injuries reported and the patient condition was good.